Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the key had not been returned to the cabinet. A technical support specialist stated that the user did not have the necessary permissions to perform a cycle count or return the item. The customer was advised to contact the director of nursing (don) or pharmacy to request a permissions update. Alternatively, the admin or don could manually cycle count the key back into the cabinet. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the key was not returned to cabinet. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.